Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on. A field service engineer (fse) found there was no power with the system. Then isolated every drawer and found issues with pyxibus cable inside electric compartment that was loose and shorting out entire station. After fixing the issue the station was able to turn back on. Customer was able to test the access successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.